Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Reoccurrence is listed in the IFU as a known possible complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00342 for information related to the other 3dmax mesh.

Event description:
The following has been alleged by the patient. It is alleged that the patient was implanted with two bard/davol 3dmax mesh, placed laparoscopically into the groin area, on the left and right side, during a hernia repair procedure on (B)(6) 2004. The patient alleges that he developed pain and building at the right side, and underwent an open revision procedure performed on (B)(6) 2014. Reportedly, during this procedure two unknown mesh products were implanted at both sites for recurrent hernia repair. As reported the 3dmax mesh remain implanted.